Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the system reporting was slow. A technical support specialist (tss) rebuilt full report extract transform load (etl) that had shown intermittent failures, and a check of etl.admintrackauditcolumn revealed that it had never completed properly, processing only about 20 rows. Upon reviewing the backup restored by csc, it was found to be the old migration backup instead of the one from october. The etl was then stopped and disabled, and the dsserverreports database was backed up and dropped. After restoring the correct backup, the etl was allowed to run again and completed successfully. Finally, the idt team was contacted via teams to verify the report data with the customer. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reporting had been too slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reporting had been too slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reporting had been too slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es reporting had been too slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.